Event description:
During a low anterior resection procedure, the tissue was not cut completely and the anastomosis was incomplete. The surgeon cut the tissue with electric cautery and removed the instrument. No pt injury was reported.

Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.